Event description:
Philips received a complaint on the xl+ device's ECG cable is malfunctioning. There was reportedly no patient involvement. The technician evaluated the device at the repair facility. It was determined that this was a malfunction of the ECG cable, the customer was informed of part availability and will ship once the part becomes available. The device will be returned to the customer when the part has been received and replaced. The tech will replace the ECG cable to resolve the issue. It has been concluded that no further action is required at this time.